Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02075. The patient received a trial scs system consisting of two percutaneous leads. During her trial reprogramming visit, the patient reported she felt feverish. The physician noted her dressing had come loose and the patient had developed an infection at her lead site. The physician removed the trial leads on (B)(6) 2012. The patient has received treatment with intravenous and oral antibiotics. It was reported the patient would like to move forward with a permanent system once her infection clears.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.